Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Correction to the initial MDR in block b5.

Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed a severe abrasion on the mating surface of the actuator as well as on one of the sides of the actuator. In addition, severe scrapes were observed on both cam lobes. The implant deployed with some resistance due to the damaged actuator. The damage to the implant indicates failure was likely due to deployment against resistance such as bone and/or interference between the implant and bony anatomy such as lamina, hypertrophic spinous process, and/or suboptimal implant positioning. Additionally, a labeling review was completed and reveal no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed a severe abrasion on the mating surface of the actuator as well as on one of the sides of the actuator. In addition, severe scrapes were observed on both cam lobes. The implant deployed with some resistance due to the damaged actuator. The damage to the implant indicates failure was likely due to deployment against resistance such as bone and/or interference between the implant and bony anatomy such as lamina, hypertrophic spinous process, and/or suboptimal implant positioning. Additionally, a labeling review was completed and reveal no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, or if the device position is suboptimal, completely close the implant before repositioning and redeploying. Should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy such as lamina, hypertrophic spinous process, and/or suboptimal implant positioning.